Event description:
Styrofoam from sterile minor pack tray sticking to irrigation syringe presenting the potential issue of a retained foreign body. This had been reported to medline on several occasions in the past with the company sharing that they were going to transition to cardboard trays. This has not occurred. FDA safety report ID# (B)(4).